Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar rmt thermocool catheter, the patient experienced hypotension and pericardial effusion (pe), treated with pericardiocentesis and transfusion. It was reported that a pericardial effusion was noticed at the end of the case. After ablation in the left ventricle (lv) and about 15 minutes into the waiting period, the patient was noticed to have hypotension. The pe was confirmed with intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The transfusion was performed to put blood back into the patient. The last known patient status was reported as stable and heading to the intensive care unit (ICU). The procedure was completed when the issue was noticed. The ablation navistar rmt thermocool catheter was the only catheter in the lv when the pericardial effusion occurred. The decanav catheter was used earlier in the case to map the lv but it was not inside of the body when the injury occurred. The 8 fr soundstar catheter and webster cs catheter were inside of the right atrium when the pericardial effusion occurred. The catheters are available for return. All the catheters were brand new and not reprocessed. The smartablate generator and carto 3 were used for ablation. The physician was unsure of why the adverse event occurred. The intervention provided was pericardiocentesis. There were an estimated 850 milliliters (ml) of blood loss and there was a transfusion of 400 ml back to the patient. The outcome of the adverse event was that the patient stabilized and headed to the cardiac intensive care unit (cicu). The patient required extended hospitalization because of extra day in ICU. The activated clotting time (act) before the procedure was 200, and during the procedure. The act was maintained at 350 throughout the procedure. The sheath and the catheter were exchanged one time each. One transseptal puncture site was performed during the procedure with nrg needle and the agilis sheath. The number of radiofrequency (rf) ablations performed was 19. There were no ablations performed in the pulmonary veins, and all ablations were in the lv, premature ventricular contraction (pvc ablation. All 19 ablations were finished by the time the pe was noticed. No evidence of steam pop. The flow setting for irrigation catheter was 2 ml low flow and the standard high flow rates for the tc ablation catheters. All ablations were above 30 w so 30 ml/min. The patient did not require cardiac surgery.

Manufacturer narrative:
During an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar rmt thermocool catheter, the patient experienced hypotension and pericardial effusion (pe), treated with pericardiocentesis and transfusion. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No irrigation or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).